Event description:
A patient was admitted for colostomy reversal. The patient received general anesthesia. During the procedure, the curved stapler was inserted into the rectum, the attachment device was opened and the two ends of the bowel were then attempted to be anastomosed. An incomplete firing of the stapling device was noted and the stapling device was removed. A new stapling device was obtained. The proximal and distal ends of the anastomosis were resected and a 2nd firing of the stapling device was performed. On checking the staple rings, one ring was noted to be incomplete. Underwater test was performed and no air leak was seen. Patient also sustained complete transection of the right ureter using the harmonic scalpel. Urologist and an additional surgeon were consulted immediately. Because of the urethral injury and the incomplete ring, a diverting ileostomy was performed. Urologist performed right urethral repair over a double j stent. The patient tolerated the procedure well and left the operating suite in satisfactory condition.======================manufacturer response for stapler, surgical, proximate, ils (per site reporter).======================report given to process the complaint and start the investigation. Ethicon complaint reference number was issued.